Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent failed to cross the lesion. The lesion being treated was moderately tortuous, moderately calcified with 85% stenosis in the mid right coronary artery (rca). The device was not inspected prior to use. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The device returned with a non-medtronic sheath and a stylette loaded. Deformation was evident to the stent wraps with the distal stent wraps stretched over the distal marker band. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.